Manufacturer narrative:
External insulation abrasion was noted at 7.8-8.1cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise and r-wave amplitude variation.

Event description:
New information notes that oversensing was also noted on rv lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead extraction procedure due to twiddler¿s syndrome, noise that inhibited pacing was observed. There was also gradual decrease in r-wave amplitude. Suture of the sleeve was also found to be severed. Lead was explanted and replaced. Patient was stable post-procedure.